Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was taken to the operation room for removal of a cardiac tamponade when it was discovered that the metal reading on the strain relief had eroded into the lvad outflow graft, causing the tamponade. The outflow graft was repaired. No additional information was provided.

Event description:
It was reported that the patient was admitted to the hospital for intermittent low flows. An echocardigram revealed possible tamponade around pericardium. The patient was taken to the or for exploration. Upon exploration the outflow graft (ofg) bend relief was found to have disconnected and eroded part of the ofg. The ofg was repaired, gortex membrane was used to stabilize ofg. The patient was listed for emergent transplant and was transplanted on an unspecified date.

Manufacturer narrative:
On 2017-05-19, st. Jude medical/abbott initiated a field safety correction action for this issue. Abbott has observed cases in which the outflow graft bend relief (ogbr) on the heartmate 3 (hm3) left ventricular assist system (lvas) was not fully and evenly secured to the outflow graft. There may be no symptoms associated with an ogbr that is not fully and evenly connected; however, there is potential: (1) for kinking of the outflow graft leading to a low flow state that may result in heart failure symptoms and reoperation; or (2) for mechanical wear and tear of the outflow graft leading to intrapericardial bleeding potentially causing hemodynamic compromise that may require emergency surgery. As part of the field safety notification, abbott¿s mechanical circulatory support (mcs) field team and clinical specialists are scheduling time to conduct training with surgeons who are implanting hm3. Training will emphasize the ogbr connection to the outflow graft and will include a hands-on demonstration on how to fully and evenly secure the connection and guidance on evaluating post-implant chest x-rays to assess whether the ogbr connection is successful. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number mlp-003065, confirmed the report of disconnection of the outflow graft bend relief and erosion of the outflow graft. The pump was returned assembled with the pump cable severed approximately 12¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief disengaged. The apical cuff was returned and secured with the fully engaged cuff lock. Examination of the sealed outflow graft conduit revealed that the bend relief was disengaged from the graft attachment. Visual inspection of the underlying graft material revealed a blue suture repair adjacent to the graft attachment. Visual inspection of the sealed outflow graft conduit revealed galling marks on the ledge of the outflow graft attachment and wear marks on the clips of the bend relief hardware. Based on previous complaint experience, this appears consistent with the bend relief not being fully engaged with the graft attachment and the two metal hardware components rubbing together while the device was implanted. In addition, if the disconnected bend relief rubbed against the outflow graft, this could have contributed to the reported erosion of the outflow graft. The bend relief was able to be properly engaged to the graft attachment without issue. A specific cause for the disconnected outflow graft bend relief could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.